Event description:
Patient reported their dentist confirmed that aligners have led to tooth decay, causing pain and requiring costly dental work.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.